Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 160 mg/dl.